Event description:
It was reported that during a da vinci si prostatectomy procedure, the tip cover accessory installed on the monopolar curved scissors (mcs) instrument developed a hole. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument were returned and evaluated. Engineering observed a 0.150 inch by 0.080 inch oblong hole burned through the ultem sleeve and part of the silicone of the tip cover accessory. The center of the hole is located slightly below the silicone to sleeve interface and the ultem and silicone exhibit localized melting and charring indicative of arcing. The tip cover has multiple mechanical tears in different locations in the silicone. The mcs instrument was found to have a char mark on the proximal clevis. The shape and size of the char mark is similar to the hole burned through the tip cover. No other damage was found.